Event description:
Suture reaction: customer reports pt 3-4 weeks post-op returned to the surgeon with inflammation and sterile abscess around the suture site. The pt rec'd steroid treatments. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.